Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h4; h6. The reported event has been confirmed through visual inspection of the returned packaging, which confirms that both the inner and outer sterile barrier have been breached. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. DHR was reviewed and no discrepancies relevant to the reported event were found. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.